Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. On (B)(6) 2016, the superior vena cava coil impedance spiked to 254 ohms up from a value of 82 ohms. On (B)(6) 2016, the right ventricular coil impedance spiked to 254 ohms up from a value of 55 ohms.

Event description:
It was reported that the right ventricular lead showed abnormal impedance values on both the right ventricular coil and the superior vena cava coil. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.